Manufacturer narrative:
This is one of two device reports related to the same event. A follow up report will be submitted upon receipt of any additional information.

Event description:
The plaintiff's attorney alleges that the pt experienced a cardiopulmonary arrest and expired on the same day, which is alleged to have been caused by the pt's exposure to the product administered for dialysis treatment.